Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - please provide additional details about the alleged deficiency. The sutures ware cut from the middle during surgery. - what does "...were cut several times..." Mean? Please provide additional details about this statement. They mean the incident repeated around 4 times in different procedure with the same suture code. - when did the alleged deficiency occurred (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During tying. - how many devices demonstrated the alleged deficiency? Please specify by product code and lot number. Description cat# lot# expiry account. Prolene 7/0 ep8732h thbamz 30-06-2028 dr. (B)(6). Prolene 8/0 ep8741h 103em0 31-08-2029 dr. (B)(6). Prolene 8/0 ep8741h sdbdhl 31-03-2027 dr. (B)(6). There is no patient consequences, and the products are not available for return as all already implemented in patient. Regarding the distributor, I¿m not sure so I will ask and back to you. Additional information: customer reference/po/service refer account name, if other, describe the suture was cut during surgery, was surgery delayed due to the reported event? No, action taken when event occurred? Meet with the surgeon, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, if no, explain: the suture was cut, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, device property of none,

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2025 and suture was used. During the procedure, the prolen everpont 8/0 & 7/0 were cut several times during the procedure. No adverse patient consequences were reported. Additional information was requested.